Manufacturer narrative:
H3) the computer was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r. Unknown work order complete: h3, h6) a manufacturer representative went to the site to inspect the navigation system. It was reported that the central processing unit (cpu) was replaced, connected to network, surgeon profiles/instruments were loaded, and the system was released to the operating room (or). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the video was flickering during set up. The site performed a hard reboot and the issue resolved. The issue was intermittent. There was no patient involved.